Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem cable was damaged and had connection issues. The cable was replaced. It was also noted the staff mouse was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the axiem cable was damaged. It was also noted the staff mouse was not working. This issue was noted outside of a procedure, and there was no patient involvement.